Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2008, a sparc sling was implanted to correct incontinence. On (B)(6) 2008, the pt complained of, "dysuria, dyspareunia, hematuria, and continued stress incontinence." On (B)(6) 2008, the extruded vaginal mesh was excised which left the pt with "vaginal scarring." On (B)(6) 2008, extruded vaginal mesh was removed for continued complaints of dysuria, hematuria and dyspareunia. In (B)(6) 2008, the pt experienced "continued pain" and "infection related to the sparc" and "underwent surgery to her right labia to ensure that all of the mesh had been removed." Allegedly, as a result of the implant, the pt, "will continue to endure pain and suffering, additional expenses, anxiety, emotional trauma and loss of enjoyment of life." Additional surgery may be needed to remove the additional mesh.